Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported of the homechoice cassette, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was loose connection that led to this alarm. The patient stated that the white bag came undone and they reconnected the bag. Renal therapy services (rts) explained the alarm to the patient and helped them disconnect and clear the alarm to get the cassette out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.